Event description:
Event description guidant received information that during the implant procedure, this lead become dislodged. It was also noted that the tool used to extend/retract the helix was lost during the procedure, and the field representative inquired as to what else could be used.